Manufacturer narrative:
The investigation for the reported defective alarm has been completed. Data logs showed that the "impella defective" alarm triggered twice in quick succession after the pump was started and ran for several seconds. No damage or abnormalities were found on the returned pump. When the pump was connected to an aic, it started and ran with no issues or alarms. Therefore, it was determined that the cause of the pump not being detected was use related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella defective alarm occurred during impella support. The alarm appeared after support was initiated at level p2. The console was swapped in an attempt to troubleshoot the issue but the failure remained. As a result, the pump was subsequently removed and a new impella 5.5 pump was implanted without further issue.